Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a2 (age at time of event), block b5, block a4 (weight) and block e1 (initial reporter address1, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on november 14, 2024. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without the bands attached. Also, the ligator housing teeth were in good condition. Additionally, the handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached, the ligator housing teeth were in good condition, and the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problems or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the internal hemorrhoids were ligated, during the ligation, when the handle was rotated, the bands would not deploy. The device was removed and replaced, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 14, 2024: it was reported that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the internal hemorrhoids were ligated, during the ligation, when the handle was rotated, the bands would not deploy. The device was removed and replaced, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.